Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Insulin pump received with cracked case battery tube noted.

Event description:
The customer reported via phone call that insulin pump blanked out and screen was flashing and beeping. Customer's blood glucose level was unknown. The customer also reported that the rinsed off insulin pump under water and it started alarming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis